Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the redo double lumen tpn catheter set was occluded and subsequently leaked which resulted in the catheter being replaced. Additionally, it was noted that a hole was cracked in the area of the juncture between the two catheter lumens. It was also reported this was the fourth replacement of the catheter in 2018 for this patient. Additional information has been requested regarding event details/device lot information and has not been received at the time of this report. Related MFR. Report numbers include 1820334-2019-00242, 18203342019-00244, 1820334-2019-00245, and 1820334-2019-00246.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, instructions for use, quality control, as well as a visual inspection of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for lot 8429658 revealed no nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other relevant complaint reported for this lot number. It was concluded that there is no indication that nonconforming product exists in house or in the field. The instructions for use (IFU) provide sufficient information relating to device maintenance, catheter position and cleaning. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. A potential contributor to this event occurrence could be due to patient handling/manipulation of the device. A quality engineer risk assessment was written to address this failure mode. It was determined that no additional risk mitigating activity is required at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.